Manufacturer narrative:
A complete lead was returned in one piece measuring 86.0 cm with a soft stylet stuck inside. Visual and x-ray examination found the distal tip clogged with dry body fluid and the inner coil of the connector region was kinked, which was consistent with procedural damage. Electrical testing did not find any shorts or discontinuities. The reported event of muscle stimulation was not confirmed.

Event description:
Related manufacturer reference number: 2017865-2019-10681. It was reported that a patient presented at a follow-up in clinic with phrenic nerve stimulation due to the left ventricular lead. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The physician explanted and replaced both leads. The patient was in stable condition.